Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Due to character restrictions in block (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has no power. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the iabp verified iabp not powering on. Iabp had alarm when connected to a hospital cart with ac power despite the console not switched on. The fse replaced power management and expired lithium-ion battery. Iabp now powering on and all power parameters are in specification. Iabp passed all performance and safety tests according to factory specifications. Unit returned to service for clinical use. The failure analysis and testing dept. Received part number 0670-00-1162 serial number (B)(6) with a reported unit failure of the unit not powering on. Console alarms when connected to cart despite not being powered on. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1162 serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat could not replicate the failure of the unit not powering on. When the console was installed into the cart, the console did not alarm. The board passed testing. "The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed". The board will no longer return to the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.